Event description:
It was reported that the surgeon implanted a (B)(4) intraocular lens (iol) (B)(6), 2012. It was stated that because the patient experienced unexpected postop refraction and that the patient had high myopia, the lens was explanted.

Manufacturer narrative:
The manufacturing record review had been performed at the time the initial medical device report (MDR) was submitted; however, was not included in the initial MDR. The manufacturing record review shows that the intraocular lens (iol) production order was manufactured according to specifications and met all release criteria.all pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The lens was not received for analysis. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
The intraocular lens was received and found to visually have no defects. Diopter measurement found it to be within specifications and without defect. Our investigation identified no product deficieny, suggesting that this event was not caused by the iol. The lens met all manufacturing specifications prior to release.

Manufacturer narrative:
(B)(4). It was confirmed with the patients physician that the patient''s condition is good.